Manufacturer narrative:
Continuation of d10: 5076-45 lead implant date: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was jailed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient experienced severe tricuspid regurgitation (tr), paravalvular leak around the transcatheter aortic valve replacement (tavr) valve that was placed inside of the tricuspid repair. It was reported that the patient experienced right upper quadrant pain, shortness of breath fullness, pounding of the neck and head with activity probably related to severe tr. It was noted that the thrombus on the right atrial (ra) lead and right ventricular (rv) leads was noted during cardiopulmonary bypass when a vertical right atriotomy was performed and the right atrium was entered. The ra lead remains in use.

Manufacturer narrative:
Correction: b5, h6 annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the patient experienced thrombus noted on the ra and rv leads. It was noted that the thrombus was removed. It was further noted that the rv lead was caged by the transcatheter aortic valve replacement (tavr) valve and ring.